Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the damage is consistent with being withdrawn from a hemostasis valve. Hemostasis valves are designed to have a lead inserted, then slit/split/peeled off. They are not designed to have a lead withdrawn from the hemostasis valve. Should an issue occur, the lead and introducer should be withdrawn together. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead high voltage coil became stretched after passing through the introducer. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.